Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review for this lot has been made. The investigation of the complained cable tensioners has shown that the inner mechanism is broken off and therefore will not function anymore. There is evidence that too much mechanical force has finally led to these damages. However, due to ongoing problems with this device in the field, a new cable tensioner was developed in order to overcome these problems. The new version of the cable tensioner is now available.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was noted that on (B)(6) 2011, turning the knob on the cable tensioner did not allow the user to achieve the expected tension of cable. It is unknown where this occurred. There are reportedly broken parts inside of tensioner. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.